Manufacturer narrative:
The excor blood pump pu valves; 10 ml in/out; ø 6 mm; sn 2(B)(6) has been in use on the patient since (B)(6) 2024 to date. The event occurred on (B)(6) 2025, which is (262 days) after the pump was placed on the patient and continues to remain on the patient. We have reviewed the production records of the excor blood pump and determined that the pump was produced according to our specification.

Event description:
On (B)(6) 2025, the site contacted berlin heart inc. (Bhi) clinical affairs (ca) to report that the patient being supported with an excor pediatric vad system on (B)(6) 2025 had developed left sided weakness and their pupils were not equal in size and reactivity. Later that same day the patient developed seizures. The patient was intubated and then underwent a head CT and eeg. The CT scan showed a hemorrhagic infarct, and the eeg showed seizures. According to the site, the excor blood pump performed as intended with complete filling and ejection. Deposits were noted on the pump wide wall and the outflow/inflow areas. The patient continues to remain on the same blood pump.